Event description:
It was reported that a cardiac hematoma occurred. A left atrial appendage (laa) closure procedure was attempted using a 27mm watchman laa closure device with delivery system (wds) and a watchman fxd curve access system (was). The first and second attempts to complete a transseptal puncture (tsp) were unsuccessful. After the second attempt the radiofrequency needle slid superiorly. The third tsp was successful however the wire prolapsed and would not cross the septum. The wire was manipulated and the septal cross was completed. Placement of the closure device was attempted requiring four device recaptures. It was determined the positioning difficulties resulted from the high location of the tsp. The was, wds, and closure device were all removed from the patient. When a transesophageal echocardiogram (tee) was performed a hematoma was present in the heart. The laa closure procedure was discontinued. No patient complications were reported.

Event description:
It was reported that a cardiac hematoma occurred. A left atrial appendage (laa) closure procedure was attempted using a 27mm watchman laa closure device with delivery system (wds) and a watchman fxd curve access system (was). The first and second attempts to complete a transseptal puncture (tsp) were unsuccessful. After the second attempt the radiofrequency needle slid superiorly. The third tsp was successful however the wire prolapsed and would not cross the septum. The wire was manipulated and the septal cross was completed. Placement of the closure device was attempted requiring four device recaptures. It was determined the positioning difficulties resulted from the high location of the tsp. The was, wds, and closure device were all removed from the patient. When a transesophageal echocardiogram (tee) was performed a hematoma was present in the heart. The laa closure procedure was discontinued. No patient complications were reported. It was further reported the hematoma developed at the left atrium adjacent to the laa on the posterior aspect of the heart. The patient was discharged four days post procedure.